Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned during device changed out. During the same procedure the device was also replaced and this lead was reconnected to the replacement device. The reason for the revision procedure is unknown at this time. This lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.